Manufacturer narrative:
(B)(4). Batch # r57a11. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the customer observed that after completing an unspecified firing that not all of the staples had deployed and the cut line appeared jagged. The surgeon oversewed the stapleline to secure it. Procedure was completed with another device of the same product code. There were no patient consequences reported.